Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6005997, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6005997 was manufactured according to the work instruction (wi) version 96 and packaging in the machine multivac 10 on 10-mar-2024, with a total of (B)(4) units. The sub-assembly, welding of the lot 4c01185 was manufactured according to the wi version 33 and manufactured in the machine ls24-ls25 on 08-mar-2024, with a total of (B)(4) units. The sub-assembly, welding of the lot 4c01184 was manufactured according to the wi version 33 and manufactured in the machine ls24-ls25 on 07-mar-2024, with a total of (B)(4) units. The sub-assembly, welding of the lot 4c00361 was manufactured according to the wi version 33 and manufactured in the machine ls24-ls25 on 10-mar-2024, with a total of (B)(4) units. The sub-assembly, welding of the lot 4c00362 was manufactured according to the wi version 33 and manufactured in the machine ls06-ls07 on 08-mar-2024, with a total of (B)(4) units. The sub-assembly, welding of the lot 4c00363 was manufactured according to the wi version 33 and manufactured in the machine ls06-ls07 on 11-mar-2024, with a total of (B)(4) units. The sub-assembly, gluing connector of the lot 4c01186 was manufactured according to the wi version 37 and manufactured in the machine gluing 3 on 07-mar-2024, with a total of (B)(4) units. The sub-assembly, gluing connector of the lot 4c01187 was manufactured according to the wi version 37 and manufactured in the machine gluing 3 on 06-mar-2024, with a total of (B)(4) units. The sub-assembly, gluing connector of the lot 4c00350 was manufactured according to the wi version 37 and manufactured in the machine gluing 3 on 10-mar-2024, with a total of (B)(4) units. The sub-assembly, gluing connector of the lot 4c00352 was manufactured according to the wi version 37 and manufactured in the machine gluing 3 on 11-mar-2024, with a total of (B)(4) the sub-assembly, gluing connector of the lot 4c00353 was manufactured according to the wi version 37 and manufactured in the machine gluing 3 on 12-mar-2024, with a total of (B)(4) units. The sub-assembly, gluing connector of the lot 4c01934 was manufactured according to the wi version 37 and manufactured in the machine gluing 3 on 12-mar-2024, with a total of (B)(4) units. Review of the DHR showed that a non-conformance (nc) was raised during the manufacturing process due to missing of table for record the parameters values. This nc is not related to claimed malfunction. Conclusion summary of complaint investigation: as a result of the following: one nonconformance (nc) was raised during the sterilization process, and found unrelated to the reported malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on 11-aug-2025. The blockage was at the site. The blood glucose levels was high and the patient treated with correction bolus via pump. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.